Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that the pump's back light was no longer coming on. The reporter confirmed that the pump contrast was set to maximum. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump display screen was found to be clear and legible. The keypad was observed to be intact. The keypad buttons were tested and found that the contrast button was not responding. The keypad was removed and contamination was observed under the contrast button. The contrast button has no effect on the pump¿s insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.